Event description:
It was reported that "bad boot files" caused an error screen to come up each time the programmer was booted and that this was causing the device clinic concern and longer boot times. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to confirm that the programmer booted to an error screen, however it did confirm the comment of longer boot times, the programmer took an average of 1 minute and 40 seconds to fully boot, though there was no error.